Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. We observed a leakage at the blue stopcock joint when we attempted to inject liquid into the common carotid balloon. As a result, the common carotid balloon failed to inflate. Upon further inspection of the joint, we observed an inadequate amount of glue at the stopcock joint. Internal carotid balloon inflated and deflated properly. The root cause of the issue was determined to be an operator error- not enough glue was applied on the stopcock joint during the assembly process. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. We currently have a corrective and preventive action (CAPA) open to address this issue and prevent them from reoccurring. Surgeon replaced the defective shunt as soon as the malfunction was detected. There was no injury to the patient as the result of this incident.

Event description:
During carotid endarterectomy (cea), when surgeon attempted to inflate the common carotid balloon with saline to occlude the common carotid artery, he observed a leakage from the proximal end of the shunt. There was no injury to the patient as the result of this incident. Surgeon replaced the f3 shunt and continued the procedure.